Event description:
After an implantation period of approx. 21 days, oversensing on the ventricular channel was reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. The analysis showed multiple abrasion marks along the lead fragment. In particular approx. 29.5cm distal to the df4 connector pin the insulation was found squeezed and deformed, which is assumed to be the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, a short circuit was measured during the analysis from the inner conductor coil to the conductor cable leading to the ringelectrode. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.